Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer reverted to back up pump.

Manufacturer narrative:
An additional lot number was reported (lot # m013764). However, the cause of the event is not due to the cartridge. The device has been received for evaluation; however, device evacuation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.